Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is confirmed because patient reported patient line was full of air, since they left clamps closed on patient line during prime and cycler would not drain in the initial drain, which is a use error and can cause low drain volume alarm. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was air in the patient line.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a low drain volume alarm. The hp stated the he had the patient line clamp closed during priming and the hc would not drain in the initial drain. The patient line was full of air. The tsr advised the hp to start over with new supplies. The hp would start over with new supplies. There was patient involvement but no injury or medical intervention was reported. Global product surveillance (ps) contacted home patient's (hp) wife on (B)(4) 2012 regarding the reported problem. The wife stated that the hp was able to complete therapy. The wife stated that the hp had forgotten to open the clamp during priming which allowed the air to stay in the patient line. The wife stated that the cassette was discarded and she did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.